Event description:
It was reported that during an unknown procedure, the device jammed twice. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Jaw/cam: the analysis results of the el5ml found that the device was received in good visual condition. It was cycled and the jaws remained in closed position; the trigger was manually assisted to return to open position however no malformed clips were released from the jaws. Further firing sequences fed and formed eleven conforming clips but sticking issues were noted during the functional evaluation. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.